Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, malfunction. Device removed and replaced. Additional info. From tm on (B)(6) 2020, "there also was not an obvious reason for the malfunction that I recall." The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted.

Manufacturer narrative:
A titan otr pump, two cylinders and a reservoir were received for evaluation. Microscopic examination and testing of the returned components revealed partial separations within abrasion on each of the pump tubes. Testing revealed these to not be sites of leakage. Microscopic examination revealed confined abrasion on the reservoir inlet tubing at the tubing/strain relief junction. Testing revealed this to not be a site of leakage. Microscopic examination revealed surface abrasion on all pump tubing and pump strain reliefs, and cylinder 1 and cylinder 2 exhaust tubing. No functional abnormalities were noted with the pump, reservoir, cylinder 1 or cylinder 2. The information received indicated the device was malfunctioning, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.